Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's defibrillation lead, recorded noise on the rate/sense channel. The noise resulted in inhibition of pacing. It was also reported that the patient received numerous inappropriate shocks. A lead fracture was suspected and the lead was successfully replaced with another manufacturer's lead. There were no allegations made against the device. Additional information was received indicating this device declared elective replacement indicator (eri) and was replaced with another manufacturer's device. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted that the rv-, ra-, and lv- seal plugs were torn. Body fluid was noted in the rv- and ra- connector blocks. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis could not confirm the reported noise, however damage to the rv- and ra- seal plugs could have contributed to the clinical observation.